Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this instance, a conclusive cause could not be determined. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Stroke or cerebral vascular accident (cva) is a known complication associated with aortic valve replacement and is listed under potential adverse effects in the device instructions for use (IFU). Ischemic strokes have many etiologies including embolization of calcific debris and is highly dependent on patient medical history and procedural factors. A definitive root cause could not be assigned. Vessel trauma such as aortic dissections post implant of a transcatheter valve are typically related to anatomical and/or procedural factors; in this case, it was reported that the valve migrated to the sinotubular junction (stj)/ascending aorta leading to the dissection. The provided procedural angiographic images were reviewed and they confirmed that the valve was repositioned multiple times, the valve was released at a depth of 2-3 millimeter (mm) on the ncc and 5-6 mm on the lcc side with a trace-mild leak noted. The images then confirm that the first valve migrated out of the annulus and into the ascending aorta, and a second valve was fully deployed at a depth of 5-6 mm on the ncc and 8 mm on the lcc with a trace-mild leak noted. The images could not however confirm or deny a dissection or the debris in the lower lobe bronchi, as there are no cine reviews noting this. The reported transesophageal echocardiogram (tee) findings could not be assessed as there were no tee images provided. Potential factors that can influence a migration include calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, and balloon aortic valvuloplasty (bav). In this case, the patient's anatomy was noted to have borderline dimensions between a 23 mm and a 26 mm valve, which may have contributed to the positioning difficulties, but a definitive root cause could not be determined. There was no information to suggest a device quality deficiency related to the reported migration, dissection, or the patient's death. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: t av-mdt2-26-c, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4). The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at 2-4mm on the non coronary cusp (ncc) and 4-6 mm on the left coronary cusp (lcc). An angiogram indicated trace to mild paravalvular leak (pvl). After closure, about 10 mins after the end of the procedure, a transesophageal echocardiogram (tee) indicated that the valve had migrated 3-5 cm towards the sino tubular junction/ascending aorta. Hemodynamics were stable and re-access contra-lateral femoral artery and radial artery were established. A snare was used to secure the first valve while a second transcatheter bioprosthetic valve was advanced and positioned. The second valve was positioned at ncc 4-6 lcc 6-8 and resulted in trace-mild pvl with single digits post gradient measurements. Several hours after the implant slurred speech, left sided weakness and loss of sensation were noted. A computed tomography (CT) confirmed a might middle cerebral artery stroke. One day post implant, a dissection was also noted at the location of the first valve through the abdominal aorta. It was reported the dissection extended through the three great vessels with near complete occlusion of the left common carotid and involved the renal and mesenteric arteries. Medications to control blood pressure were administered as treatment for the dissection and stroke as it was felt a surgical procedure was too risky. It was suspected that the dissection occurred because the first valve was not stable in the annulus. It was also reported that one day after the implant, bilateral lower lobe bronchi filled with debris consistent with large aspiration were noted after an episode of emesis. Three days post valve implant, after medical treatment, the patient expired due to lactic acidosis and multi system organ failure.